Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: log files were reviewed for the one run in question. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 504783. The corrective and preventive action (CAPA) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783 and its components was performed and did not identify any internal or post-production use issues related to the complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783 identified three additional complaints potentially related to the reported issue. Two of these tickets were independently investigated and no product deficiency was identified. The third ticket was closed through customer troubleshooting. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783 was not identified.

Manufacturer narrative:
Elevated complaint investigation has been initiated. As lot number is unknown, expiration date and date of manufacture have been left blank.

Event description:
Customer stated that they have a potential false negative sample generated on the realtime sars-cov-2 assay. A clinician called the customer facility to report that her patient went to (B)(6) emergency room and tested positive for covid-19 on (B)(6) 2020 on the diasorin simplexa covid-19 direct platform. The patient was also reportedly tested negative for other respiratory viruses. Patient was admitted to the hospital at the time, but is now reportedly "at home and improving." A sample from the same patient collected on (B)(6) 2020 tested negative on (B)(6) 2020 at the customer's site ((B)(6) lab). The customer review of the run data for this patient showed the cycle threshold (CT) curve was clearly negative for the patient sample, with no errors or other concerns about the run quality. According to the customer, it is unclear whether this is an analytical false negative, a clinical false negative, or whether the negative result was related to sample collection procedure, stage of illness, etc. There was no report of impact to patient management.